Event description:
It was reported that difficult to remove the ancillary device occurred. The patient had a 25.2mm perimeter derived native aortic annulus with severe calcification and severe stenosis. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with fast pacing and a 23mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The size large acurate neo2 valve was deployed successfully in the intended location. After successful valve implantation, the acurate neo2 tf ds was pulled into the descending aorta and closed. While pulling the acurate neo2 tf ds through the 14f isleeve introducer sheath for removal, the physician noticed some resistance and stopped. The physician thought the acurate neo2 tf ds had been over-closed. The acurate neo2 tf ds was advanced back to the descending aorta and was opened slightly. It was noted on angiogram imaging that the radiopaque tip of the 14f isleeve introducer sheath had been caught in between the proximal and distal sheath of the acurate neo2 tf ds. The physician re-opened the acurate neo2 tf ds and the tip of the 14f isleeve introducer sheath had been freed. The acurate neo2 tf ds was closed again and with the 14f isleeve introducer sheath, the devices were removed together as a unit. Upon removal, both devices were inspected and flushed, and no damage or tissue within the devices was found. There were no patient consequences reported.

Event description:
It was reported that difficult to remove the ancillary device occurred. Procedure summary. The patient had a 25.2mm perimeter derived native aortic annulus with severe calcification and severe stenosis. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with fast pacing and a 23mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size large acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was advanced into position. The size large acurate neo2 valve was deployed successfully in the intended location. After successful valve implantation, the acurate neo2 tf ds was pulled into the descending aorta and closed. While pulling the acurate neo2 tf ds through the 14f isleeve introducer sheath for removal, the physician noticed some resistance and stopped. The physician thought the acurate neo2 tf ds had been over-closed. The acurate neo2 tf ds was advanced back to the descending aorta and was opened slightly. It was noted on angiogram imaging that the radiopaque tip of the 14f isleeve introducer sheath had been caught in between the proximal and distal sheath of the acurate neo2 tf ds. The physician re-opened the acurate neo2 tf ds and the tip of the 14f isleeve introducer sheath had been freed. The acurate neo2 tf ds was closed again and with the 14f isleeve introducer sheath, the devices were removed together as a unit. Upon removal, both devices were inspected and flushed, and no damage or tissue within the devices was found. Patient status. There were no patient consequences reported.

Manufacturer narrative:
Device evaluated by MFR.: a 14f isleeve introducer sheath without the dilator was returned for further evaluation. The device was visually and microscopically examined. Inspection of the tip sheath, and hub/valve was completed revealed that all seams had expanded. Tip damage was observed along the seam lines of seams 1 and 2. The tip damage on the seam line of seam 1 appeared to have been pulled inwards. Multiple kinks and accordion-like buckling damage was also observed on the sheath of the device. The expanded seams and the split tip that occurred along the seam lines and are expected as the seams and tip are designed to expand with use to allow passage of a delivery system and balloon catheter during the procedure. The buckling damage and kinks were likely caused by use in the reported severely calcified and stenosed patient anatomy. The tip damage with inward pulling is not expected with typical use; the liner should not indicate any other damage beyond the expected seam expansion. The tip damage was most likely caused by the removal of ancillary devices through the 14f isleeve introducer sheath in the challenging patient anatomy.